Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds in all configurations. It was noted that the lead had moved. A revision procedure was performed, during which the lead was surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.